Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be conclusively determined. The review of the lhr (f1506801) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the balloon lost pressure at the arteriotomy (2nd stop). Manual pressure was applied for 20 minutes. The patient was not hospitalized. Procedure type: diagnostic peripheral stick location: common femoral artery vessel size: 6mm. Additional information: the balloon held pressure during prep. During balloon prep/test, the physician saw the inflation indicator pop up. When the balloon was at the arteriotomy, the physician did not open the stopcock. There was no resistance while inserting the device. There was no resistance while pulling back. The physician did not exert unusual force while shuttling down/retracting sheath.